Event description:
Fluid could not be retrieved from the balloon of the device prior to afterloading. X-ray determined balloon was empty. Device was explanted to determine inner and outer balloon integrity was compromised.